Manufacturer narrative:
Patient information was not provided. The exact date of the device bending is unknown. Device is an instrument and is not implanted/explanted. The device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device is expected to be returned, not yet received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 06-dec-2011. Part #: 338.23, lot#: 6830080 (non-sterile) - dhs/dcs guide shaft with flats. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the routine inspection of field equipment, it was found that the tips of two lag screw inserters were bent and the plate was unable to slide over the inserter. Also, the tip of an interlocking screwdriver was twisted and does not allow a locking screw to properly engage the driver. In addition, the threads of an insertion handle and driving cap were damaged and the driving cap would not thread into the insertion handle. This report is for one (1) lag screw inserter. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Date the subject device was received by the manufacturer for evaluation. The subject device is currently undergoing investigation. The investigation results will be submitted in a supplemental report after completion. Corrected data: clarification: patient involvement is unknown and it is unknown when the complaint issue occurred. Patient information was not available for reporting. Clarification and correction of event description. The issue regarding the interlocking screwdriver reported in the event description of initial medwatch report (B)(4) was determined not to be a reportable condition. (B)(4). A device history record review was performed for the subject device lot. Manufacturing location: (B)(4); supplier: (B)(4). Date of manufacture is dec 6, 2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Evaluation results code was populated in error in initial medwatch #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection of field equipment, it was found that the tips of two dynamic hip system guide shafts were bent and the plate was unable to slide over the instruments. There was no report of patient or procedural involvement; however, it is unknown when the bending damage occurred. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (dhs®/dcs® guide shaft with flats, part number 338.23, lot number 7612180). The subject device was returned with the complaint condition stating that during a procedure, it was reported that during routine inspection of field equipment, it was found that the tip of a lag screw inserter was bent and the plate was unable to slide over the inserter. The complaint was able to be confirmed. The distal tip of the guide shaft was twisted but the outer diameter conformed to dimensional specification so the complaint that the plate could not fit over it could not be confirmed. A visual inspection, functional test, device history review (DHR), complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The damage sustained by the returned device is consistent with the prongs of the guide shaft being exposed to torsional forces beyond the plastic deformation limit of the material while assembled with the lag screw. However, given the unknown circumstances at the time of the deformation a root cause cannot be definitively determined. Per the dhs/dcs dynamic hip and condylar screw system technique guide, there are optional instruments available for tapping during procedures involving strong dense bone. The technique guide also describes that ¿the tabs of the guide shaft should seat into the slots of the lag screw¿ and to ¿firmly insert the guide shaft/lag screw assembly into the wrench until it stops.¿ this ensures proper application of torsional force. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.